Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah due to sui. It was reported that following insertion the patient experienced pain, recurrence, painful intercourse, infection, lower abdominal pain, bowel problems, urinary problem and emotional or psychological problems. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent total abdominal hysterectomy, right salpingo oophorectomy and cystoscopy. No additional information was provided.